Event description:
Customer reported an issue of high blood glucose levels with the display reading "high," though the specific value was unknown. It was confirmed that the blood glucose level exceeded 15 mmol/l, but there was no adverse impact beyond this report. The customer took corrective action by performing a correction bolus via the pump and agreed to replace supplies and closely monitor levels. Technical support advised consulting with a healthcare professional for further evaluation if necessary, and the customer acknowledged this advice.